Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report erratic readings. Received a result of 90, but was feeling low. Retested immediately and got a result of 50. Analysis run on clark error grid using mean avg readings (70) as reference point vs. Bd readings (50, 90) yielded some data points in the d range of the grid, outside acceptable limits.